Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 401 mg/dl at the time of incident and other blood glucose level were 155 mg/dl, 214 mg/dl, 278 mg/dl, 108 mg/dl and 310 mg/dl. The customer was treated with insulin pump and manual shots for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer stated auto mode was active. Customer stated that the self-test was passed. Customer stated that insulin pump received insulin flow block alarm. The insulin pump will not returned for analysis.